Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device underdelivered on channels a and b.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary: the condition of underdelivery on channels a and bwas confirmed. Inspection of the device found that this was caused by faulty pump head modules. The pump head modules were replaced.